Manufacturer narrative:
H6: investigation summary it was reported there were multiple defects between two lots of the product received. To aid in the investigation, five photos were provided for evaluation by our quality team. Three photos show syringe barrels with rub marks, one photo shows a syringe with barrel damage at the luer lok, the last photo shows a syringe with embedded degraded resin. No other defects or imperfections were observed. Rub marks are considered acceptable imperfections. A device history record review was completed for provided material number 301035, lot numbers 0303661 and 0303684. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported 1500 bd 860 luer lok syringe bulk non-sterile were damaged and/or had foreign material. The following information was provided by the initial reporter: "...syringes have the following defects... - plastic spots o cant be removed o looks like dirt cracks and particles".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0303661. Medical device expiration date: 10/31/2025. Device manufacture date: 01/08/2021. Medical device lot #: 0303684. Medical device expiration date: 11/30/2025. Device manufacture date: 12/24/2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 1500 bd 860 luer lok syringe bulk non-sterile were damaged and/or had foreign material. The following information was provided by the initial reporter: "...syringes have the following defects... - plastic spots o cant be removed o looks like dirt - cracks and particles".